Event description:
It was reported that, during surgery, the shaver handpiece's buttons did not work on several occasions, when trying to turn off the device it continued to work. Surgery was completed with the same devices. There was a delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. H2: corrected data on: b5.

Event description:
It was reported that, during a rotator cuff repair surgery, the handpiece's buttons did not work on several occasions, when trying to turn off the device it continued to work. Surgery was completed with the same device. There was a surgical delay of less than 30 minutes, and no further complications were reported.